Event description:
Caller alleging discrepant inratio value. On (B)(6) 2013 lab 1.8, inratio 3.2. Time between testing 20 minutes. Patient's therapeutic range 2-3.

Manufacturer narrative:
It is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Retain strip testing results met both accuracy and precision criteria. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time. Root cause could not be determined from the info provided by the customer. Eleven discrepant result complaints were reported for lot #315094 yielding a complaint rate of 0.012%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action, no further action is required at this time. This issue will be subject to tracking and trending. Corrective action not required at this time, as no product deficiency was established.